Event description:
The customer reportedly obtained a 595mg/dl and 174 mg/dl on the accu-chek aviva system within a ten min timeframe. No actions taken or treatment rendered. No adverse event reported. New system sent to customer and return requested.